Manufacturer narrative:
E1: phone: (B)(6). One device was received for evaluation. Visual inspection was performed. Functional testing was able verify the reported problem. It was determined that the circuit board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited: red screen. There were no reported adverse health effects.